Event description:
On (B)(6) 2003, this patient underwent endovascular repair of an abdominal aortic aneurysm using gore excluder bifurcated endoprosthesis. On an unknown date in 2009, this patient was treated for a type 1b endoleak. The left internal iliac artery was embolized, then and iliac extender was placed in the left external iliac artery. On (B)(6) 2013, the patient underwent conversion to open repair due to aneurysm rupture. A 16x8 dacron graft was implanted. On (B)(6) 2013, the patient expired. The cause of death was determined to be myocardial infarction.